Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer had unspecified low readings with freestyle libre 2 sensor, as compared to competitor meter. The customer subsequently lost consciousness, but was able to self-treat with carbohydrates. The customer was then additionally treated with oral glucose gel by a healthcare professional. Post-treatment healthcare meter results of 5.3 mmol/l and 5.8 mmol/l were reported. Low scan readings are generally indicative of hypoglycemia; however, as the caller did not provide scan readings it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.